Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pressure, passed out and hit their face. The impact resulted in contusions on the patient's face and nose and black eyes. The patient was transported by ambulance to the hospital. The device was oversensing with intermittent output and showed unstable/intermittent thresholds with loss of capture on both the atrial and right ventricular (rv) leads. High pacing thresholds were noted on the rv lead. The atrial lead was oversensing and noise oversensing on the rv lead was causing pacing inhibition. The device was explanted and replaced and the leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.